Event description:
Pt that came to radiology department for upper gland small bowel series films fell from radiology table while in 70-75 degree upright position after footboard fell off table. Fall resulted in compression fracture of t12 vertebra, hospitalization, and a brace to stabilize spine until fracture heals. The person also experienced an abrasion to the left lateral orbit. Device recently serviced.